Manufacturer narrative:
Additional information was received that the patient's infection was not procedure related.

Event description:
A report was received that the patient¿s lead site was tender to touch and appeared to be infected. The patient was prescribed antibiotics. It was believed that the infection was not device related. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead site was tender to touch and appeared to be infected. The patient was prescribed antibiotics. It was believed that the infection was not device related. The patient was doing well.